Event description:
On (B)(6) 20252025, a 62-year-old male had an impella 5.5 placed as a bridge to definitive therapy. On (B)(6) 2025, 2025 the pump was noted to have a significant decrease in purge flow followed by a ¿purge system blocked¿ alarm. The purge cassette and purge line were replaced, and the clinical site additionally initiated its tissue plasminogen activator purge protocol. After completion of one purge solution bag, the alarm resolved and purge flow increased to greater than three milliliters per hour. According to the bedside clinical team, the patient remained hemodynamically stable throughout the event and did not lose impella support at any time. The patient has been supported by the device for more than thirty days, which is longer than the duration described in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.